Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege since surgical implantation in both hips, patient has suffered symptoms including but not limited to swelling, inflammation, hip pain, and problems sitting and standing. Bilateral patient doi: (B)(6) 2009 - dor: no revision reported at this time. (Left side). Doi: (B)(6) 2009 - dor: no revision reported at this time. (Right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Right hip revision (scheduled): (B)(6) 2012. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified lot information for left side cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - sales rep reported revision surgery for left hip. Patient was revised to address pain. The sleeve is now being added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.